Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not start up. Upon troubleshooting, it was discovered that the suite pc was continuously restarting due to software corruption. To resolve the issue, the fse reloaded the suite pc software and restored the system from a backup. After reloading the suite pc software, the system returned to good working order. The codes were updated based on the investigation outcome.